Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant and at the time of repair were not reported. It was reported that approximately 20 months post stent graft implant the patient returned with a type I endoleak which was repaired with two aortic cuffs from another manufacturer. It was reported that there was difficulty obtaining good seal just below the renal arteries and gel foam was used. The final angiogram showed good results. It was reported approximately 18 months post repair the patient was converted to an open repair due to a persistent type I endoleak. The physician elected to convert the patient with an open repair. The patient tolerated the procedure. The explanted devices were discarded at the facility. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: (the stent graft was discarded unable to investigate.) (Endoleak).